Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report the following information was provided: the resistance was due to severe calcification. The device issue was noted with a 4.5x15 mm nc trek, not a 4.5x12 mm nc trek as originally reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the right coronary artery. During advancement of the 4.50 x 12 mm nc trek balloon dilatation catheter (bdc), resistance was noted and the shaft separated proximally. The separated portion was simply withdrawn from the anatomy. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.